Event description:
It was reported that the patient presented in clinic with chest pain and fluttering. Device interrogation found that ventricular lead impedance had decreased from 793 ohms at implant to 409 ohms and there was no capture. Repositioning was scheduled, however the patient experienced increased pain over the weekend and presented to the emergency room. A CT scan revealed pulmonary embolism. The lead was repositioned without incident.

Manufacturer narrative:
No medwatch form was received.